Event description:
It was reported that the handpiece continued to run when the trigger was no longer activated. There was no report of patient or user injury, or of any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Internal components were evaluated and a component failure was the suspected cause of the run-on condition. The component failed due to extensive corrosion, which is most likely caused by improper cleaning/sterilization techniques. The handpiece was repaired and returned to the customer.